Event description:
Customer reported that the sensor gave a low reading causing his insulin pump to threshold suspend, while his blood glucose was between 130 and 140 mg/dl. Calibration issues were discussed. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.